Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. No other details were provided.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), a response was received, however, no information regarding the cause of death was provided. The operative report was requested, but could not be provided. It was noted that the device is unavailable for evaluation. A device history record review is in process. The patient also had another edwards lifesciences device (model #2900) implanted; however, as this device is sold internationally only, it is not reportable to the FDA. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.